Event description:
It was reported that the patient had experienced a lack of therapeutic effect which began approximately 2 weeks ago. The patient had had multiple daily dose increases programmed without any clinical response. No audible alarms had been heard and no stall messages had been received upon interrogation or in the event log history. However, a pump roller study procedure (date not reported) confirmed no roller movement despite the absence of any audible alarms or logged motor stalls in the pump history. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.